Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to immediately self-activate when plugged into the test fixture. The cause was identified as the sub-assembly cut leg contacting the powerbus. As the lot number was unknown, the manufacturing records could not be reviewed. No trend has been identified for this failure mode.

Event description:
The customer reported that prior to the start of a thyroidectomy procedure, the device was connected to a generator but the device was non-responsive upon pressing the activation button. The device was reconnected to the generator but the issue was not solved. There was no patient involvement. Covidien's initial investigation found the device to self-activate in the cut mode.